Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
Additionally, healthcare professional reported patient presented with ¿large, swollen, itchy lips (with pain)¿ for three weeks and described the nodule as ¿hard as a rock and inflammatory.¿ cipro was also provided as treatment. Patient also received more treatments of hyaluronidase (hylenex, vitrase), for a total of 4,030 units over the course of the event. Symptoms resolved approximately 3-4 months after symptom onset.

Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported ¿off-label¿ patient injection in the lips with 1 ml of juvederm vollure xc. The patient presented with ¿hard nodules and swelling¿ at the injection site 5 months later. The event was noted as ¿unique pattern. Corresponds to injections. None was present on left lower lips. No problem there.¿ a month later, the patient was treated with prednisone 60 mg taper. Nine days later, the patient was injected with 270 units of hylenex. Four days later, the patient received 300 units of vitrase. 400 additional units of vitrase given a week later. The symptoms are ¿slowly improving. It¿s painful and looks bad.¿ healthcare professional mentions reviewing a study that reports "4.25% delayed allergic reaction." Per physician, "no one from allergan mentioned juvederm vollure xc and juvederm volbella xc were so much more allergenic than juvederm .2% and so different to dissolve when a problem occurs."